Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
One endeavor resolute drug eluting stent was intended to be used to treat a lesion with restenosis in the mid lad with moderate calcification and severe tortuosity exhibiting 90% lesion stenosis. No abnormalities were reported in relation to anatomy. No damage was noted to the packaging. No issues were noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning with positioning difficulties. The procedure was completed with another stent. The patient is alive with no injury.